Event description:
First of three severe sinus infections, after starting sleep therapy with philips bipap for sleep apnea. Second infection (B)(6) 2020, third infection (B)(6) 2021. CT scan of sinus (B)(6) 2021, and sinus surgery (B)(6) 2021. FDA safety report ID# (B)(4).